Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209329659, implanted: (B)(6) 2015-, product type: lead. Product ID: 309328, lot# 0209329659, implanted: (B)(6) 2015, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a loss of stimulation and they did not feel stimulation. Reprogramming was done on (B)(6) 2015, the day of onset. No surgical intervention occurred or was planned. The hcp assessed the event as not serious and linked to the electrode and stimulation. The patient was alive with no injury and the event was resolved on (B)(6) 2016. The patient's medical history included neurologic incontinence since 2014. The event was related to the procedure and resolved on (B)(6) 2015. Additional information received reported the patient had return of symptoms due to electrode mobilization. The stimulator and the electrode were replaced on (B)(6) 2016. The event resolved on (B)(6) 2016. On (B)(6) 2016, neurostimulator reprogramming done.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the stimulator was not changed, only the lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the resolution date was (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209329659, implanted: (B)(6)2015, product type: lead, product ID: 309328, lot# 0209329659, implanted: (B)(6)2015, product type :lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the resolution date was 19-nov-2015.